Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Explant date: na. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -11.00/+1.0/118 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2021. The lens was reported as having excessive vaulting with elevated intraocular pressure (iop). The surgeon did some additional laser surgery to the iridotomy (enlarged) and that resolved the issue. The patient is fine and there was no need to explant the lens, the lens remained implanted. The problem was resolved.